Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the repair center indicated the device had white residue in the air/water channel and the air/water cylinder. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the identity of the foreign material and a definitive root cause of the foreign material remaining in the device could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.